Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the customer livanova (B)(4) learned that the device was cleaned according to the instruction for use and that a water filter was used. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that biofilm was identified inside a heater-cooler system 3t device during maintenance. There is no known patient involvement.

Manufacturer narrative:
H.10: the analysis carried out on the water sample collected on site revealed that no evidence of organic structures was observed. The subsequent analysis revealed the inorganic nature of those deposits.

Event description:
See initial report.